Event description:
The customer reported that the insulin pump alarmed button error, and she was not able to clear the alarm. The blood glucose reading was 81mg/dl. The caller attempted to enter a bolus for dinner and the device stopped functioning. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, and a cracked display window.